Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The premature deployment (exposed stent) was confirmed. It is possible that during removal of the stylet, the tip was inadvertently pulled such that the stent slightly pulled out; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot revealed no other incidents. The investigation determined that the reported premature deployment was likely due to handling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 6.0/20 mm absolute pro stent was observed to be partially deployed/flowering while still in the packaging. The device was not used on the patient. A new absolute pro stent delivery system was used successfully for the case. There was no clinically significant delay in the procedure noted. No additional information was provided. Device analysis revealed the stent implant was exposed, not flowering as reported.